Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy (medication, programmed amount and delivery rate unknown) "after drug library change that set d/s occlusion limits to 'low' increasing the sensitivity in the pediatric profile". The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high readings). The device was calibrated to ensure proper occlusion detection. (B)(4).